Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the handle of this delivery catheter system (dcs) jumped forward due to stored energy/tension, resulting in the valve being deployed in a higher than desired location. Supportive cardiopulmonary resuscitation was provided to resolve patient hypotension. A second valve was loaded onto a different dcs and implanted valve-in-valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Without the return of this device for evaluation, a conclusive cause for this event cannot be determined. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels.

Manufacturer narrative:
A separate report has been filed for the valve positioning/valve-in-valve complaint. Additional information has been requested regarding the devices involved in the complaint. It was reported that the dcs was discarded by the facility and would not be returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.